Event description:
It was reported the during the use of the device for a non-clinical activity at the (B)(6) facility, the roller pump had a "belt slip error" due to grease leakage from the main bearing. There was no pt involvement.

Manufacturer narrative:
The reported belt slip errors could not be confirmed. The roller pump operated properly during functional testing. Contamination was found on the encoder wheel internally of the roller pump. Substances is blue in color and does not appear to be oil separated from the main bearing grease. The origination of the substance or identification of the liquid is undetermined. While a small stain of a blue colored substance which did not appear to be any type of grease separation was found on the encoder wheel. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.